Event description:
The clinician reported over 3 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost osseointegration in type iii bone. Clinician reported the patient's mobility and bleeding. The site was grafted. There were no reported patient complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 3 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost osseointegration in type iii bone. Clinician reported the patient's mobility and bleeding. The site was grafted. There were no reported patient complications.